Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed falsely elevated sodium on the alinity c processing module for one patient. The following results were provided (reference range 136 to 145 mmol/l (meq/l)): initial sodium result= 181 meq/l; repeat result on the gas meter= 138 meq/l, sample was repeated with results= 151 meq/l and 139 meq/l. There was no impact to patient management reported.